Event description:
It was reported that during a lap. Gastric bypass, the device cut the tissue but left a gaping hole since there were no staples in the cartridge. The customer opened a new device and reload and completed the case with no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.